Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, a microbiological culture was performed on the evis exera iii colonovideoscope. The scope tested positive for sixty-three (63) colony forming unit (cfu) of enterococcus faecium despite repeated washing. It was recommended the scope be sent to the supplier to change the channels. No water test was performed. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to "type of investigation", the subject device was returned and evaluated. This report is being supplemented to provide additional information based on the results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The users cds practices were requested however, the information on reprocessing steps were not provided. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the light guide (lg) lens was chipped, the adhesive on bending section cover is rough and due to wear of angle wire, bending angle in up direction is worn out and the angulation was out of specification. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.